Event description:
User experienced low sodium results for four patient samples. Three patient examples were provided. Patient 1, initial result 132 mmol/l, repeat 138 mmol/l. Patient 2, initial result 133 mmol/l, repeat 140 mmol/l. Patient 3, initial result 132 mmol/l, repeat 138 mmol/l. Initial results were reported out to the physician. No patients were treated based on original results reported. The field service representative determined a clog in the ise tubing to be the cause and flushed out the tubing. Performance tests were performed.